Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and but could not reproduce a leak from the reagent syringe. The customer's report of a leak from the reagent syringe was not confirmed. However, the fse discovered a leak at reagent probe b and proceeded to replace the reagent syringe t-valve to resolve the leak.

Event description:
The customer reported obtaining "blk abs lo" (blank absorbance low) error messages when testing quality control (qc) samples on the unicel dxc 600i synchron access clinical system. While troubleshooting the issue, the customer discovered a leak at the reagent syringe. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no report of any change or affect to patient treatment in connection with this event.